Manufacturer narrative:
Phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported capsular contracture baker grade IV. The device has been explanted.

Event description:
Patient reported capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified; crease fold and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed deformation on the device. ¿ air voids observed in the gel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported capsular contracture baker grade IV. The device has been explanted and replaced with non-allergan device.